Manufacturer narrative:
(B)(4). The complaint could not be confirmed due to lack of sample, therefore, the root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
During trouble shooting of a check heater line alarm which occurred on the home choice (hc) during fill, the home patient reported air bubbles in the patient line. The baxter technical service representative (tsr) assisted the hp in ending therapy and informed the hp to start therapy over with new supplies. There was no serious injury or medical intervention reported. Product surveillance spoke with the home patient (hp) on (B)(4) 2012 regarding a check heater line (chl) alarm. The cause of the alarm and the air was unknown. The sample was discarded and a companion sample was not available. The lot number was unknown. There have been no other issues with therapy and there was no other patient injury or medical intervention reported.